Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not deliver correct amount of medicine. This occurred during delivery at the intensive care unit with unspecified intervention by the nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Following information was provided by the customer. The event occurred in the cardiothoracic intensive care unit. The device was received for evaluation. During functional flow rate testing, the device did not deliver within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose pump screw that damaged the pump's cam shaft. The cam shaft requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.